Event description:
Event description: per cnf, it was reported that: event[?]others (please specify the details in the event description column.) Shaping[?]yes when the wire was inserted into the catheter, resistance was felt more than usual at the moment it came out from the tip, so a check is requested whether there is any difference compared to the usual. Physician's comment: patient outcome: no patient injury infected: unknown infection name: generator used: ablation catheter used: other used.

Manufacturer narrative:
Awaiting device return.

Event description:
Event description: per cnf, it was reported that: event others (please specify the details in the event description column.) Shaping. Yes. When the wire was inserted into the catheter, resistance was felt more than usual at the moment it came out from the tip, so a check is requested whether there is any difference compared to the usual. Physician's comment: patient outcome: no patient injury. Infected: unknown. Infection name: generator used: ablation catheter used: other used:

Manufacturer narrative:
The device was returned and a visual and microscopic examination of the returned product was completed, and the following features were observed: the guidewire is a 3-piece construction, with a coil, core, and ribbon. The coil, core, and ribbon are welded at the proximal end, the coil and ribbon are welded at the distal end. There were two kinks on the guidewire located approximately 2.0cm and 3.0cm from the distal end. The core had protruded slightly from the coil at the kink at 2.0cm. No anomalies were observed to indicate a manufacturing issue with the distal or proximal weld. A finger pull test was carried out on both welds and it was confirmed the two welds are intact. No other damaged was noted on returned guidewire. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "improper use" and/or "operational context" appears to have impacted on the event as reported. The root cause is undetermined: cause not established. The classification as reported was "functional: advancing issue" however upon inspection the classification as analysed was determined to be "damaged: kinked". Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.